Event description:
It was reported to boston scientific corporation that an uphold device was used during a procedure performed on an unknown date. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure according to the complainant, post procedure, the patient had unilateral sciatic paralysis and an intervention was performed last (B)(6), 2014. She continues to experience pain at her lateral anterior peroneal leg, extensor toes and is undergoing rehabilitation with an orthosis. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date.the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.